Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was hospitalized for the event with symptoms of vomiting, nausea and abdominal cramping. The patient was treated with unspecified antibiotic (dose, frequency and route not reported) for the event. The patient was eventually discharged from the hospital and reported to have recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The patient developed peritonitis on an unspecified date in 2014. The patient was prescribed two product codes for a minicap transfer set. The product code and lot number of the product used by the patient is unknown; however, the two product codes share a common brand name, manufacturer, and 510k number which have been provided. A review of all batch record documents was performed for potentially associated lot number(s) h13i04032 and h13h20055 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as in (B)(4).